Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent under expansion occurred. In (B)(6) 2013 the subject presented with stable angina (ccs classification 1) with silent ischemia and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid lad with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of 3.5 x 20 mm study stent. Following post dilatation residual stenosis was 0%. The target lesion #2 was located in the 1st om with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.5 x 20 mm study stent with 0% residual stenosis. During the procedure target lesion # 1 located in mid lad was treated with predilatation with 3.25 x 13 mm balloon and placement of a 3.5 x 20 mm study stent. Post study stent deployment, ivus revealed "partially inadequate stent inflation." This was treated with multiple inflations using a 3.5 x 8 mm balloon with optimal results. Repeat ivus revealed no problems with "stent inflation and crimping." Cardiac enzymes were noted to be elevated consistent with universal definition of mi with peak troponin: 0.89 ng/ml. The subject was discharged two days after on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).